Event description:
It was reported to medtronic minimed that the customer lost sensor signal and experienced a loss of communication between the insulin pump and transmitter. The customer also received a sensor updating alert and observed a discrepancy between the sensor glucose and blood glucose value. The customer also experienced hyperglycemia which was treated with insulin pump. The event involved product(s) mmt-7911ww. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 300 mg/dl and the corresponding blood glucose value of 540 mg/dl was in the acceptable range. Troubleshooting was performed for hyperglycemia event and, it was found that customer was using the insulin pump system within 48 hours of the reported event and the auto mode/smart guard feature at the time of the event. Troubleshooting was not performed for lost sensor signal allegation, and it was unknown whether the reported issue was resolved or not. No harm requiring medical intervention was reported. Product return is not required for mmt-7911ww.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.